Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211243 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 95-160 / lot 211243 and device part number 195-430wl / lot 207720. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. Device discarded, single use.

Event description:
The consumer reported two (2) unconfirmed false negative results with binaxnow covid-19 ag self-test on (B)(6) 2023 respectively. The consumer received two negative results with binaxnow covid-19 ag self-test, and positive results with (quickvue) test on (B)(6) 2023. A confirmatory test was not performed. This MFR. Report addresses test two (2) of two (2) tests. No additional patient information, including treatment and outcome, was provided.